Manufacturer narrative:
Additional information see b describe event or problem. Patient grid updated.

Event description:
(B)(6) 2024: it is stated that 'not able to use IV and gain access on patients.' I¿m unsure where this statement originated. We were able to use piv from different lot number. What was done to complete the treatment? We were able to use piv from different lot number. Was there any serious (life threatening) injury as a result of the reported event? None.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 13 sealed 20ga x 1.16in. Insyte autoguard bc units from lot number 4101329. A functional test revealed that the needle of one unit failed to fully retract. The flash notch stopped at the blood control valve. The remaining wall thickness of the flash notch was found to be below the specification, which may have been a contributing factor of the reported issue. During manufacturing, this may occur due to an incorrect amount of lube on the cannula. Incorrect equipment settings may cause lube to not be applied to the cannula, causing difficulties when removing it from the catheter or retracting through the septum. Quality control plan visual inspection, and senor fault homing sequences are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: 20g insyte IV catheters not retracting promptly when safety needle retraction device is activated. Needle seems to be getting hung up on the valve of the IV. Will only retract when catheter advanced off of needle, not before.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.